Event description:
The customer reported the system was non-functional and sounded an alarm precluding the system from booting to a usable state. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The communication board was replaced during the service call. The system was tested and found to be working as intended and put back into service.